Event description:
While performing oral care, a 2 to 2.5 inch piece of the subglottal suction tubing broke off and was lodged in the patient's throat. Rn was unable to visualize the broken piece to remove the object. Upon inspection, the suction catheter appeared to be perforated where it broke off. Pt was intubated at the time. The surgical ICU resident was called to the bedside and they were unsuccessful at finding the object. Chest xray and kub were ordered and no foreign objects were seen on these films. All subglottal suction tubings from kit were removed and discarded. No apparent patient harm. The piece missing from the end of the tubing was unable to be located.what was the original intended procedure?oral care for an intubated patientdevice #1is this a laboratory device or laboratory test?no